Event description:
Account alleged that a 2pin cable has a wire exposed and he does not know where it goes. He said no injuries.

Manufacturer narrative:
Cable was not plugged into anything and went no where that he could find. Repair has not been completed at this time.